Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user was unable to pull medication. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the unable to pull medication. A technical support specialist found that the med order was not due. The system functioned as intended after the technical support specialist troubleshooted the device.